Event description:
A surgeon reported that iop (intra ocular pressure) control was not available during a vitrectomy procedure. The issue resolved after the product was replaced. The case was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reports information becomes available. (B)(4).